Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. The patient stated that the applicator needle broke off and she needed to go to the hospital to get the retained piece removed from her arm. She had an ultrasound and then had local anesthesia for an incision to remove the needle. She had six stitches and was able to go home after the procedure. At the time of the report later the same day, she was doing okay. No product was provided for evaluation. The allegation was confirmed based on the ultrasound and removal of the needle through local anesthesia. The probable cause could not be determined. No additional patient or event information is available.